Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 450 mg/dl with blurred vision, confusion, and polydypsia associated with a power issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the pump had intermittent power and the battery compartment was cracked. This complaint is being reported because the patient allegedly experienced hyperglycemia because of intermittent power and a cracked battery compartment.

Manufacturer narrative:
Fol device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2019 with the following findings: a review of the black box showed the date from the date of the complaint had been overwritten due to continuous use. No evidence of a power loss was observed in the black box or was duplicated. The pump had no evidence of cracks or damage around the battery compartment. The battery cap was able to full tighten until the o-ring was seated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.